Event description:
A customer reported an issue with the cartridge not fitting properly onto their pump, specifically that the cartridge was not fully snapped into place. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to inspect and clean the pump, but the cartridge could not be reloaded successfully. As a result, the customer was instructed to use a new cartridge, which also failed to load. Technical support decided to replace the pump, confirmed that the pump was under warranty, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided on how to prepare the pump for return and agreed to send it back using a pre-paid label.